Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. The needle broke at the very end where the needle connects to the suture material. The procedure was finished when they found that the needle was missing. The needle was located. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.